Event description:
The hearing aid (h/a) user came to the h/a dispenser's office to report a missing wax guard. The dispenser found that it was in the pt's ear. The dispenser was able to remove the wax guard from the ear. There was no sign of injury: no swelling, redness or drainage.